Event description:
Resident found by certified assistant, on knees alongside of the bed with upper top of body laying over bed with face down. Bed was in lowest position. Left side of body (just below breast) stuck between bottom of half side rail and the bed. Upper chest and head were on bed alarm so it did not go off until nurse lifted top of body off the bed. Lips cyanotic. Body removed from between the rail & the bed by 2 and lifted into bed. No pulse or respirations. Body still warm. 1 x 5 cm mark across left upper side of back where side rail was. Resident had expired.